Manufacturer narrative:
(B)(4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. It is possible that the stents were not positioned correctly in the anatomy to properly seal the perforation; however, as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. It was reported that, after the graftmaster stent was implanted, the patient experienced cardiac tamponade. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in a cascade of patient effects and additional treatments. Overall, a conclusive cause for these reported patient effects and their relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement.

Event description:
It was reported that a perforation occurred during use of a rotablater in the calcified vessel. The perforation required treatment with three overlapping graftmaster stents; however, the perforation was only partly sealed. The patient experienced cardiac tamponade and underwent pericardiocentisis and was sent for coronary artery bypass (CABG) for treatment of the perforation. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The 3.5 x 19 mm and 4.0 x 16 mm graftmaster stents, are each being filed under separate MFR#s.